Event description:
It was reported that the inside portion of the t-handle broke off while turning the shaver. All pieces were retrieved.

Manufacturer narrative:
Lot # 125283. Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: a materials analysis performed on a previous similar complaint concluded that the t-handle fractured as a result of mixed cleavage and ductile overload. Conclusion: the plausible root cause of the reported event is normal material wear based on the age and usage of the device.

Event description:
It was reported that the inside portion of the t-handle broke off while turning the shaver. All pieces were retrieved.